Event description:
It was reported to vyaire that the revel ventilator displaying low o2 (oxygen). The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Result of investigation: vyaire service technician was not able to verify the reported issue. Unit passed 54 hours of extended testing without any error or unusual alarm condition using customer setting. Several patient outlet port leak test was performed after extended run unit passed with no issue. Unit passed initial final test and initial alarm volume test. Ventilator was opened and inspected no anomalies found, process through service to meet al factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.